Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-jun-2017, an fse conducted follow-up with the customer over-the-phone and the customer indicated that after cleaning the main nozzle, they had no issues. On 15-jun-2017, while visiting the customer onsite, the fse found serum build up on the inside of the main nozzle. He cleaned it and adjusted the a/d value for the main arm from 690 to 840. Also, he adjusted the tip detach plate for a hybrid arm that was slightly misaligned. He ran controls with all good results. The instrument was in working as intended. No further actions were required by field service. The most probable cause of the reported event was serum buildup in the main nozzle and a/d main arm needing adjustment.

Event description:
On (B)(6) 2017, a customer reported multiple errors including error 2061: tip detachment failure by main arm, error 2060: tip attachment failure by main arm, error 2062 specimen level detection failure by main arm and error 2070: clogging detected during specimen suction by main arm with their aia-2000 analyzer. The customer was unable to run fsh, beta-hcg and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh, beta-hcg and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.